Manufacturer narrative:
Device evaluation summary: during analysis of the sample was received in two parts and a ruptures within a separated material was observed in the posterior view, measurement approximately less than 0.1 cm and 1.5 cm x 1.0 cm respectively. Microscopic examination of the edges of the rupture revealed parallel striations. No additional anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rapture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: seroma. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast reconstruction with a mentor memorygel breast implant 475cc on (B)(6) 2019 presented with left breast swelling 2 weeks post implantation. It was noted to be a seroma. On (B)(6) 2019, during evacuation, it was noted that the implant was ruptured, and the device was explanted. This report contains supplemental information for mentor psr reference number (B)(4).